Manufacturer narrative:
(B)(6). Concomitant medical products: vanguard 360 femoral component, cat#: 185262, lot#: 2744998; vanguard 360 revision system distal femoral augment with bolt, cat#: 185462, lot#: 303970; vanguard 360 revision system distal femoral augment with bolt, cat#: 185402, lot#: 017710; vanguard 360 revision system distal femoral augment with bolt, cat#: 185342, lot#: 980270; vanguard 360 revision system posterior augment with bolt, cat#: 185422, lot#: 829070; biomet splined knee stem with screw, cat#: 148307, lot#: 844510; biomet 360 offset adaptor with screws, cat#: 185211, lot#: 707080; biomet splined knee system v2 with screw, cat#: 148304, lot#: 321990; biomet 360 offset adapter with screws, cat#: 185211, lot#: 524230; biomet 360 tibial augment with bolts, cat#: 185231, lot#: 952560; biomet 360 tibial augment with bolts, cat#: 185221, lot#: 320410; vanguard constrained tibial bearing, cat#: 183864, lot#: 795100. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05119; 0001825034-2017-05121; 0001825034-2017-05122; 0001825034-2017-05123; 0001825034-2017-05124; 0001825034-2017-05125; 0001825034-2017-05126; 0001825034-2017-05129; 0001825034-2017-05130; 0001825034-2017-05134; 0001825034-2017-05135. Product location unknown.

Event description:
It was reported that the patient had suffered from a nickel allergy and was subsequently revised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause for the reported issue is attributed to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.